Event description:
It was reported that revision surgery was performed due to elevated metal ions. The devices were implanted in 2007.

Event description:
The devices were implanted around 4 to 5 years prior to revision.